Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during the procedure, the balloon burst and the device could not be used any more. Another device was used to complete the procedure. No bleeding occurred. No tissue damage occurred. Nothing feel into the pt cavity. Operative time was not extended. No pt injury reported.

Manufacturer narrative:
(B)(4).